Manufacturer narrative:
(B)(4). Additional information: please confirm that the seal was torn on the device. Yes. Did any piece of the seal fall into the patient? No. If so how was it removed? Na. The analysis results of the device found that it was received with one seal of the universal seal torn. Caution should be taken during the insertion of surgical devices through the trocar in order to avoid this kind of issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a video laparoscopic gastroplasty procedure, the surgeon inserted the forceps into the trocar and the rubber ripped very easily. He mentioned that apparently the rubber was parched; because of it the rubber was easily damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.